Event description:
Unomedical reference number (B)(4). Event occurred in argentina. On 25/apr/2024, it was reported that the patient encountered occlusion in the tubing. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: argentina.